Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided, a cause for the reported single leaflet device attachment (slda) and subsequent expulsion cannot be determined. The reported heart failure and tricuspid valve insufficiency/ regurgitation (tr) appear to be a cascading effect of the reported slda. The reported embolism/embolus and foreign body in patient were related to the clip completely detaching from both the leaflets (expulsion). The reported patient effect of embolism, heart failure, and tr are known possible complication associated with triclip procedures. The reported hospitalization and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, first triclip was implanted on the septal and anterior leaflet and second triclip was implanted on the posterior and septal leaflet. All steps were performed as per IFU. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. On an unknown date, it was determined that a single leaflet device attachment (slda) has occurred and the clip was no longer attached to the septal leaflet. Patient returned with heart failure. Per the physician, slda was due to the pre-existing patient anatomy. Tr was grade 4 after slda. On (B)(6) 2026, triclip that had slda was fully detached and lodged in the femoral vein.